Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a display anomaly. The blood glucose at the time of the incident was 105 mg/dl. The customer states they have been having issues with the pump. The customer states the screen has dark shadows, happening at least 3 to 4 times. The customer states the pump has not been exposed to extreme temperatures or been damaged.